Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw spots under electrodes with broken skin, oozing, and redness. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed gold bond for the skin irritation. Follow up indicated that the skin irritation improved.